Event description:
It was reported that during a roux-en-y procedure, the device did not staple on the left side of the cartridge. A 3 cm hole in the gastric pouch was sutured closed. The case was completed with a similar device with no additional patient consequence.